Event description:
Alaris pump channel was found by nurse to be alarming and saying occluded. Nurse then removed the tubing from the hub of the extension tubing and the medication was flowing through the tubing and still connected in the channel chamber with door closed. This should not have happened. The medication should not have flowed through the tubing while still in the pump.